Event description:
Customer reports receiving a blood glucose result of 359 mg/dl on their freestyle blood glucose monitor. Customer then dosed with insulin, then reported to have lost consciousness. Customer also reported feeling sweaty, incoherent, and suffered a loss of memory. Paramedics were called, and orange juice was administered in order to stabilize blood glucose levels. Within ten minutes of the first glucose result, a second reading of 44 mg/dl was obtained on a different freestyle meter. This result is consistent with both reported symptoms and subsequent treatment administered. It was noted that the customer did not wash the test site used prior to performing glucose tests.

Manufacturer narrative:
Customer returned meter and also returned the 2nd freestyle meter the customer used to obtain a comparison reading. The complaint was not confirmed. Both meters provided results that were within specifications and no additional errors or issues were identified during testing. The blood glucose readings as reported by the customer were identified in both meter internal logs.